Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted the caller in resetting the device, after which the malfunction code did not recur. The caller was advised to monitor the pump and contact support if further issues arose, and they acknowledged and understood the instructions.